Event description:
Foley catheter broke while still inside pt, leaving piece of plastic and inflatable balloon inside the pt. Balloon deflated, and plastic and balloon easily removed. Required insertion of new foley catheter.